Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the adhesive tapes of statlock came apart when the package was opened.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted 2 opened nasogastric statlocks were received. Visual evaluation noted both sets of liners were not adhered to the pad on return. The pads did not feel tacky at all. This fails to meet specifications as the pad should not be exposed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be liner roll alignment position. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the adhesive tapes of statlock came apart when the package was opened.